Event description:
Customer reported a malfunction on the pump, specifically displaying malfunction code 6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue without recurrence. Customer was instructed to continue using the pump and to contact support if the malfunction code appeared again, with acknowledgment and understanding of the instructions.